Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on (B)(6) 2025, throughout the day, the patient¿s cgm was giving the patient high readings (no specific values provided). No bg meter comparison values were reported. The patient self-treated with insulin. At some point, the patient was shaking, sweating, couldn¿t open his eyes, his ¿full brain wasn¿t working¿, and he lost consciousness. The patient¿s bg meter reading dropped to 38 mg/dl while the cgm was reading between 80-90 mg/dl. The patient¿s son called emergency medical services (ems) and once they arrived, it was reported that the patient was in a ¿coma¿. The patient could not recall what medications were provided to him by ems. He was transported to the emergency room (ER). The patient was admitted to one hospital from (B)(6) 2025 and then transferred to a different facility on (B)(6)2025. The patient could not recall any of the medications or treatment provided to him. It was not specified when during this event the patient regained consciousness. The patient was discharged home on (B)(6) 2025. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was showing all throughout the day. The reported glucose values fall within the c zone of the parkes error grid was taken at the time patient felt the symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.